Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a provider was placing a labor epidural and could not advance the catheter past 12cm, and when pulling the tuohy and catheter out met resistance with the catheter. The plastic catheter was being removed when the plastic stopped and only the springwound wire was being pulled from the patient. The wire was removed and the remaining piece of plastic was still attached and they were able to remove the piece intact.

Manufacturer narrative:
(B)(4). One (1) used, sample was returned in conjunction with this complaint. The sample was visually evaluated and it was confirmed that the tip of the catheter was damaged. While no specific conclusion can be drawn, incidents of this nature can occur if the catheter is withdrawn or partially withdrawn through the needle, thereby damaging the catheter. As indicated in the instructions for use, the catheter should not be withdrawn through the needle because of the possible danger of shearing or kinking. Review of the discrepancy management system (dsms) database performed for the aforementioned lots revealed no abnormalities or nonconformances of this nature noted during incoming, inprocess, or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.